Event description:
It was reported that the patient presented remotely via merlin.net. The transmissions showed that the right ventricular lead exhibited noise oversensing, resulting in pacing inhibition. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.